Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a dual chamber leadless pacemaker system exhibited pacing failure that was associated with respiratory arrest in the patient. Patient passed away after the event. Physician suspected the patient's death was due to old age, not any abbott procedures or devices.